Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A lensar clinical application specialist observed an anterior capsule tear while at a clinical site due to an incomplete capsulotomy. The patient had a severe epithelial defect that was not apparent until after the procedure was completed.